Event description:
Customer's daughter reported the advantage system gave a blood glucose result of 80 mg/dl, daughter did not treat. The customer became symptomatic of hypoglycemia, lost consciousness. Advantage result 30 minutes alter was 32 mg/dl, daughter called "medics". Additional advantage system results of 113 mg/dl and 84 mg/dl were reported as within 10 minutes of the 32 mg/dl result. Daughter stated the 84 mg/dl result was taken after the medics treated the customer. A request was made for the return of the system, replacement was sent.